Manufacturer narrative:
B3: unknown; no information has been provided to date. The device has been received for evaluation, however, investigation is not yet complete.

Event description:
An event occurred on an unspecified date involving a primary plum set. It was reported that some sets intended for shipment had a white film in the drip chamber. The customer has been inspecting each set prior to use and found that the film is present in many drip chambers. There was no patient involvement and no harm reported.